Manufacturer narrative:
(B)(4). The products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital after receiving an inappropriate shock from the device. The patient was admitted and the device programmed off until troubleshooting could be performed. A review of the episode showed oversensing of noise. However, noise was not able to be created during troubleshooting. Device data was sent to technical services for review. The noise from the episodes was not able to be reproduced, even with tapping on the device. An issue with the sense a node was suspected, or a potential connection issue or weld issue within the electrode. The system had been implanted for six years and was nearing replacement indicator battery status. It was noted this was the first episode showing such noise. X-rays found no significant change in the system placement as compared to at-implant; it was observed the electrode placement was suboptimal. The shock impedance measurement for the inappropriate shock was 133 ohms. It was found that the shock impedance at induction in 2012 was 70 ohms. As the root cause of the noise could not be determined, the device and electrode were explanted and replaced. The new electrode was better positioned and a new device connected. Automatic setup and defibrillation threshold (dft) testing was successful, with an impedance of 87 ohms and a time to therapy of 13 seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); the products are expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital after receiving an inappropriate shock from the device. The patient was admitted and the device programmed off until troubleshooting could be performed. A review of the episode showed oversensing of noise. However, noise was not able to be created during troubleshooting. Device data was sent to technical services for review. The noise from the episodes was not able to be reproduced, even with tapping on the device. An issue with the sense a node was suspected, or a potential connection issue or weld issue within the electrode. The system had been implanted for six years and was nearing replacement indicator battery status. It was noted this was the first episode showing such noise. X-rays found no significant change in the system placement as compared to at-implant; it was observed the electrode placement was suboptimal. The shock impedance measurement for the inappropriate shock was 133 ohms. It was found that the shock impedance at induction in 2012 was 70 ohms. As the root cause of the noise could not be determined, the device and electrode were explanted and replaced. The new electrode was better positioned and a new device connected. Automatic setup and defibrillation threshold (dft) testing was successful, with an impedance of 87 ohms and a time to therapy of 13 seconds. No additional adverse patient effects were reported.